Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-jan-2021. It was reported that crossing difficulty was encountered. The target lesion was located in the severely calcified left anterior descending artery. A 2.75 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good. However, returned device analysis revealed stent damage.